Event description:
A malfunction was reported with a displayed malfunction code of malf 16, and the customer experienced a recurring issue after attempting a pump reset with assistance from technical support. There was an unknown or declined report regarding whether the customer's blood glucose level exceeded 500 mg/dl. Consequently, the pump will be replaced by technical support, and as a precaution, the customer will use multiple daily injections (mdi) for insulin delivery. The technical support provided instructions for returning the pump and arranged a replacement shipment.